Event description:
It was reported that the patient had the device for 2 years and it was coming out. The patient stated that the pain stimulator did not work for the patient the patient had. The patient did not like the stimulator and did not think it worked well. The patient had tried at least 4 times to adjust and program the device and could not get adjustment right and the patient gave up. The patient reported that the stimulation vibrated the middle section of the body like his nuts. The patient stated that the stimulation did more damage to the middle of the body than help. The patient stated that the stimulation did not hit the leg or foot. The patient was working with healthcare professional (hcp) to get device removed.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).